Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted for gastric stimulation. It was reported having a loss of therapy since (B)(6) 2017. An appointment was scheduled with the healthcare provider in (B)(6). It was noted the device was checked end of (B)(6) 2016 and ¿seemed good.¿